Event description:
Customer reported on failure to attach the capsule. The delivery system handle came apart after pressing and turning. The plunger and spring came out of the top. At this point, he pulled the delivery system with a little resistance and discovered that the capsule was still on the delivery system. No adverse event has occurred to a pt during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.